Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation of the monitor failed incoming functional testing. The cause for the failure was isolated to shorted q12, q13, q16, and q17 transistors on the monitor defibrillator board. The root cause for the shorted transistors could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming functional testing.